Event description:
The customer reported the system discontinued operation. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printer circuit boards in the generator were cleaned and reseated. The system was then found to be operating as intended.